Manufacturer narrative:
(B)(4). Eleven days prior to the receipt of this report, the patient was hospitalized for the hernia. The event was further described as the bowel was ¿telescoping¿. Eight days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from this event. The sample was not returned for evaluation, therefore a device analysis could not be performed. The service history review did not reveal any previous service events that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the hernia event was not reported. The outcome of the hernia event was not reported. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that nineteen days after the initial report, the patient was hospitalized for emergency hernia surgery. Six days after admission the patient was discharged from the hospital. At the time of this report the patient was recovered and pd therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.